Event description:
It was reported that a patient experienced a dental implant loss. According to the available information a patient received one atis ev 4.8s 11 mm dental implant in position #20 (fdi 35) on (B)(6) 2021. The implant was subsequently removed (B)(6) 2021, according to the information due to swelling and paresthesia. According to the information we have received up until now we do not now the current status of the patient. Postsurgical complications are rather common occurrences. Paresthesia can occur in the mandibula if implant is placed in vicinity of the alveolar nerve. Most of these cases resolve themselves. In this case, with very sparse information we have, there is nothing to indicate that the problems, experienced by the patient, are related to the atis ev product. This event is reportable per 21 cfr part 803.

Manufacturer narrative:
The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. Postsurgical complications are rather common occurrences. Paresthesia can occur in the mandibula if implant is placed in vicinity of the alveolar nerve. Most of these cases resolve themselves. In this case, with very sparse information we have, there is nothing to indicate that the problems, experienced by the patient, are related to the atis ev product. This event is reportable per 21 cfr part 803.